Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis the service repair technician indicates that the light guide lens has pinhole on cement and was missing ke45 (thixotropic adhesive) @ forceps cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the light guide lens has pinhole on cement and was missing ke45@ forceps cover. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.